Manufacturer narrative:
Upon review of the additional information received, it was determined that c50772 no longer applies.

Event description:
Additional information was received from a manufacturer representative (rep) of a clinical study. It was reported that the musculoskeletal and connective tissue disorders were the higher level group where the carpel tunnel surgery is part of. It was also stated that the hospitalization is not related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that "not argument for cause neurologic" and "not an adverse event". Follow-up is being conducted to obtain clarification.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-28, lot# 0210301835, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0210301836, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient was hospitalized at their 12-month follow-up visit due to tinnitus on (B)(6) 2016. Musculoskeletal and connective tissue disorders were also noted. The patient received carpel tunnel surgery on (B)(6) 2016. It was also noted that the device was interrogated. It was unknown if the issue was resolved. The patient's medical history included dyslipidemia and insomnia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.